Event description:
A site biomed representative reported that the surgeon monitor on the navigation system has intermittently appeared streaked and discolored (green hue). This issue occurred when in the navigation screen. System was brought to biomed for investigation but the representative was unable to replicate the issue. As this issue has occurred over a period of time, there was no patient present when reported.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to manufacturer for analysis.